Manufacturer narrative:
No conclusion code available; the reported field event of inappropriate ams was confirmed in the laboratory. Review of the stored egms revealed ams episodes caused by noise sensed on the a and v channels. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented for follow-up episodes of auto mode switching was observed on the device. Physician believed the cause of the episodes are due to noise in the lead. All measurements for capture, impedance and sensing were stable. Lead noise was not reproducible. Physician elected to explant the device and a new device was implanted. Patient was stable.